Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to explant this device, difficulty was experienced loosening the setscrews and the associated lead from the device header. The lead was damaged during the procedure and was removed from service. A new lead was successfully implanted and interfaced to the replacement device. No adverse patient effects were reported.